Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported programming error was determined to be a user programming error. External and internal inspection were not performed as no devices or products were returned for investigation. The ikp report was provided by the facility, however the ikp report does not contain keystroke programming and is not validated for log analysis purposes. Log review could not be performed because the devices and their associated logs were not returned for investigation. However, the facility sent an infusion knowledge portal (ikp) report of the infusions made on (B)(6) 2025, the report contains information about the programmed infusions between 12 am to 11:30 pm. It was observed that between 2:04 am to 2:41 am an infusion of magnesium sulfatcont with a rate of 2 ml/h and a volume to be infused (vtbi) of 450 ml was running and alarmed for air in line four (4) times, the infusion was paused and restarted at 2:42 am until 7:46 am when the infusion stopped. There is no record of further programming.per alaris system with guardrails user manual v12.3.2: the system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the system features, operation and accessories prior to use. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The user manual also states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. Root cause: the root cause of the reported magnesium programming error was determined to be a user programming error; however, the root cause of the user programming error could not be determined. An ikp report was provided by the facility; however, this report does not include keystroke-level programming details and is not validated for use in log analysis. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the programming error of magnesium in which intended dose was 2 grams/hour and medication was programmed as 2 ml/hour. At the time, no soft alert fired. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the programming error of magnesium in which intended dose was 2 grams/hour and medication was programmed as 2 ml/hour. At the time, no soft alert fired. There was patient involvement but no harm.